Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a burning smell emanated from a 2008k2 hemodialysis (hd) machine while a patient underwent a hd treatment. Reportedly, the hd therapy was complete when the nurse noted the burning smell, therefore, the patient was disconnected as per usual. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following the event, the unit was removed from service for evaluation. The biomed noted that the power control board on the power supply assembly appeared to be burnt. The power supply assembly was replaced, however, the burning smell recurred. Upon re-inspection, pedro identified an exposed wire from the acid pump that had become pinched and had come into contact with the system's chassis. The biomed replaced the acid pump to resolve the issue. Although the burning smell initially returned after replacing the power supply assembly, no smoke was visible and no other components were burnt. The burnt, charred component was isolated to the power control board on the original power supply assembly. The 2008k2 hd machine has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Following the event, the unit was removed from service for evaluation. The biomed noted that the power control board on the power supply assembly appeared to be burnt. The power supply assembly was replaced, however, the burning smell recurred. Upon re-inspection, the biomed identified an exposed wire from the acid pump that had become pinched and had come into contact with the system's chassis. The biomed replaced the acid pump to resolve the issue. Although the burning smell initially returned after replacing the power supply assembly, no smoke was visible and no other components were burnt. The burnt, charred component was isolated to the power control board on the original power supply assembly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.